Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30176 (max air) occurred on an amia automated pd system. This alarm occurred during use with patient involvement. The renal therapy service agent explained the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.